Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-12661) lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the symptomatic patient presented in the emergency room with suspected rapid battery depletion. The device was unable to be interrogated. The device was explanted and replaced. The patient tolerated the procedure well with no complications.